Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(4).

Event description:
It was reported, the health care provider (hcp) ¿doesn¿t do a priming bolus¿. No further information was provided. The device system was currently used to deliver fentanyl and hydromorphone. It was confirmed the patient¿s drug information hadn¿t changed and that fentanyl and hydromorphone applied to the event. Additional information has been requested, but was not available as of the date of this report.